Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump would not power on. The pt indicated that she had been off of the pump for about 6 months. According to the pt, she went to a health care professional's (hcp) office on (B)(6) 2010, and noticed that the pump would not turn on. The pt informed the animas representative that she was not currently using the pump. The pt reportedly put a new battery into the pump and tightened the cap using a coin. The pt claimed that the pump still would not power on. The pt denied seeing any corrosion or moisture on the battery. She also denied observing any structural damage to the pump and battery cap. Based on the info provided, this complaint is being reported due to unresolved power issue of the pump. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The pt did not allege any harm or injury.